Event description:
A customer reported a delivery issue with their replacement order, and due to not receiving the product, a medical event occurred. The customer initially reported that their adc device would not turn on with the button pressed or with the test strips inserted. A replacement device was ordered, however, the replacement product was not received therefore, the customer was unable to monitor their blood glucose. As a result, the customer became hypoglycemic with symptoms of tiredness, sweating, and blurred vision. The customer was unable to self-treat and was treated with 2-3 spoonful of honey by their neighbor and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported a delivery issue with their replacement order, and due to not receiving the product, a medical event occurred. The customer initially reported that their adc device would not turn on with the button pressed or with the test strips inserted. A replacement device was ordered, however, the replacement product was not received therefore, the customer was unable to monitor their blood glucose. As a result, the customer became hypoglycemic with symptoms of tiredness, sweating, and blurred vision. The customer was unable to self-treat and was treated with 2-3 spoonful of honey by their neighbor and no further information was provided. There was no report of death or permanent injury associated with this event.